Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the single port needle driver instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the single port needle driver instrument movements did not correspond to the console surgeon and had non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the single port needle driver instrument movements did not correspond to the console surgeon and had non-intuitive motion. The instrument needed to be replaced.